Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case.. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) using the evoque system. Initial delivery system positioning was too deep and required multiple unsuccessful maneuvers to improve height and trajectory. Imaging initially suggested adequate position for anchor deployment, but subsequent imaging revealed the system was deeper than anticipated. Attempts to gain additional height caused the outer capsule to retract without knob rotation, resulting in a slight atrial flip. Further retraction attempts met resistance, and after detaching the handle for tactile feedback, the catheter shifted approximately 3 cm toward the ventricle. Additional adjustments provided minimal improvement, and the valve was released in a non-ideal position, dropping anteriorly and posteriorly with anchor tips just above the tricuspid annulus plane. Post-release, severe central tricuspid regurgitation and moderate posterior paravalvular leak were noted. Contributing factors included insufficient device maneuvers to reach optimal position, imaging limitations, patient anatomy (functionally bicuspid tricuspid valve and rv lead), and suspected entanglement with subvalvular structures. The valve appeared stable post-release, no further intervention was planned at the time of discharge, and the patient was discharged in stable condition.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labelling review: the complaint for valve deployed too ventricular and central regurgitation was confirmed with empirical evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Available information suggests that procedural issues (imaging issues, device maneuvers limited due to engagement with patient anatomy) contributed to the reported event. In addition, since the evoque valve malpositioned upon deployment, it affected proper evoque valve sealing on the annulus which subsequently can lead to central regurgitation through the evoque leaflets. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no corrective or preventative actions were required.